Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. As the physician inserted a stent into a guide catheter the stent delivery system (sds) became stuck. Consequently, the stent was never deployed. Upon removal of the taxus stent from the patient's body stent damage was noticed. The procedure was successfully completed with another stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."